Event description:
The patient was injected in the nasolabial folds, oral commissures, mental crease, and lips. The patient allegedly developed redness, bruising, edema and swelling under lower lids and corners of mouth towards the jowl. She also allegedly developed hard knots in the nasolabial folds. The patient was treated with advil, motrin, and prednisone, and kenalog injections. The patient later developed abscesses in her chin, oral commissures and marionette lines. She was treated with darvocet, minocin (100 mg), and the area was incised and drained several times with a culture taken.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.